Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that when the patient¿s cardiac function was stable, the impella was explanted. During removal, it was reported that thrombus was observed near the pump discharge. Weaning was successful, the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported issue has been completed. No product was returned for evaluation and no data logs were provided for review; therefore, an evaluation of the device was not possible. It was reported that biomaterial was observed in the outflow upon explant of the pump. The root cause of the biomaterial was unable to be determined. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
B2 selections on initial manufacturer device report number were erroneously selected. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H1 type of report was erroneously selected on initial manufacturer device report number. H6 health effect - impact code 2199 was erroneously entered on initial manufacturer device report number.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that when the patient¿s cardiac function was stable, the impella was explanted. During removal, it was reported that thrombus was observed near the pump discharge. Weaning was successful, the procedural outcome was the patient survived surgery.